Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that error icon displayed occurred. The product was evaluated. An external visual inspection was performed and passed. Charge and boot test was performed and failed. Open receiver case for interior inspection was performed and failed . The log was not downloaded since the receiver could not turn on due to moisture damage. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.